Event description:
The customer received blood glucose readings from the breeze2 meter and a different meter. The breeze 2 reading was 30-50mg/dl higher than the other meter. Specific readings were not provided. Depending on the actual results, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are expected to be returned for eval. Replacement strips and meter were sent to the customer.